Event description:
When inserting a getinge balloon pump 40cc the balloon the top part of the balloon failed to fully inflate. We did keep the catheter and will be sending it back to getinge for review. No harm came to the patient. The balloon pump was removed, and a new device was placed.